Event description:
Follow up call was made to the customer in regards to the problem with screen on the insulin pump. Customer responded and reported the device had fog under the lcd screen every two or three days. It will clear then it would reappear. Customer's blood glucose was 148 mg/dl. Customer also mentioned the pixels are turning black on the screen. Customer stated he wears the device all the time and it might have been exposed to sweat. Customer was unaware if the device has been dropped in the past seven years. The device had no cracks. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer denied returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.